Event description:
On (B)(6) 2013, the patient underwent onyx embolization treatment. During the procedure, it was reported that the physician paused for 2 min to 2:30 min between injections and had about 2mm of reflux. The microvention catheter became stuck in the patient and could not be removed. The patient had surgery the next day to remove the catheter. The patient was reported to be doing fine and recovering.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).